Manufacturer narrative:
Device evaluation: a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product was returned; however, the pumps operators manual indicates see user manual section references that the pump will alarm no disposable if a cassette disposable is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. The most probable cause due to improper user interaction with the product. If the product is returned, smiths medical will reopen this complaint for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is alarming no disposable. The pump was silenced, reviewed the settings, and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and alarm persisted. Again, removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles and replaced cassette. Attempted to start pump and alarm persisted. Powered pump off. Patient was not affected. There was no patient injury reported.